Manufacturer narrative:
Additional narrative: patient information is unknown. Event date: unknown. This report is for an unknown quantity of unknown 5.0 mm variable angle lcp screws/unknown lots. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon is noticing that variable angle screws, specifically 5.0 mm variable angle lcp screws and 2.7 mm variable angle lcp screws, are breaking in weight bearing patients. Additionally the surgeon also reported several removals of broken screws; it is unknown how many patients were involved. This complaint is for an unknown quantity of unknown 5.0 mm variable angle lcp screws. This is report 1 of 2 for (B)(4).